Manufacturer narrative:
Concomitant medical devices: product ID :8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type: pump.

Event description:
Information was received from a consumer regarding a patient receiving marcaine/bupivacaine (40 mg/ml) and morphine (5.5 mg/ml) via implanted pumps. The patient had two pumps implanted both delivering the same medication. The indication for pump use for pump (B)(6) was lumbar radiculopathy and non-malignant pain and the indication for pump use for pump (B)(6) was chronic low back pain, intractable spasticity, and non-malignant pain. On (B)(6) 2016 it was reported that 2-3 months ago one of the pumps was empty. The patient did not know what was going on. The clinic told her that they were having a difficult time getting refill kits to be able to refill her pumps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.